Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with scratched case, pillowing keypad overlay, missing display window/cover, stained keypad overlay, keypad overlay peeling, label damage, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Unit received with blank display due to missing battery tube spring. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated the display was not blank less than 30 seconds. Customer installed new battery but display did not return. Customer noticed spring was bent. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.